Event description:
Allegedly revised due to stiffness after surgery accompanied by onset of significant pain in tibia. Evaluation suggested loosening of the tibial component. Low activity level.

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00523, 00524.